Manufacturer narrative:
Insulin pump received with a compromised forced sensor alarm during basic occlusion test due to faulty forced sensor resistor. Insulin pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, displacement test and rewind test. Unable to perform occlusion test, prime/delivery test and excessive no delivery test due to compromised forced sensor alarm. Pump received with stripped battery cap coin slot, minor scratched display window, cracked case at display window corners, cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call of not being able to remove battery cap with a screwdriver or quarter. Customer's blood glucose was 277 mg/dl. Customer was advised that insulin pump would need to be replaced.